Event description:
The core universal driver was sent for service and it displayed a bias current error during performance testing at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that during the visual exam, a number of internal components were found to be worn and corroded including the flexes.